Event description:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2008 and soft tissue repair matrix and mesh were implanted; and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui with hypermobile urethra, and grade 2&3 cystocele, it was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent modification of urethral sling on (B)(6) 2009 due to dyspareunia and urethral sling exposure. It was reported that patient underwent mesh removal on (B)(6) 2011 due to recurrent sui, exposed mesh, pain and cystocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.